Manufacturer narrative:
This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.